Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: analysis of the 9733858 found insufficient information. Analysis of the 9733763 found no failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that while installing microscope and calibrating it, the camera displayed localizer not connected in the cranial software. During troubleshooting, it was stated that both the led lights on the camera were green and rebooting the system and entering different software application did not resolve the issue. Camera details continued to display localizer not connected. Cables connections on the polaris spectra system control unit (scu) and I/o hub were checked. Representative stated that the issue occurred after an application was installed and once that application was removed the issue resolved. There was no patient present when the issue occurred.